Event description:
Screw on femoral ar jig won't tighten properly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-01710.